Manufacturer narrative:
One device was returned for analysis of complaint that tubing dry rotted and broke in 2 places. As received, the extension set tubing was observed to be cut at two locations. Stress cracking was observed at the upstream luer. Cut 1 is observed to be a tubing tear from the luer, given part of the tubing remained in the luer. Cut 2 is observed to be a clean cut, evidence of a cut by a sharp object. No other damages or anomalies were observed. The complaint of breakage/cut can be confirmed. The probable cause is due to unintentional pulling forces on the tubing. The timeframe of the occurrence cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that approximately 3 hours after the pump was started and the tubing dried and broke in 2 places. The pump had been stopped. Upon inspection of the tubing, it appears to have 2 clean cuts. There was no patient harm or no patient injury. The event occurred while in use with patient at patient's home. The operator of the device was a health professional.